Manufacturer narrative:
A ge service rep performed an on-site investigation. The monitor's brightness and contrast were adjusted. The system was tested and operates as intended.

Event description:
The customer reported, the 9800 system displayed images with poor quality and the screens were blinking. No pt injury was reported.